Manufacturer narrative:
Qc was within the established ranges. Service was not dispatched for this event. The customer was not questioning instrument performance. The patient sample is not available for investigation by bci. Although a patient source interferent is considered a likely root cause, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated thyroid stimulating hormone (htsh) result above the normal reference range generated by access 2 immunoassay analyzer for one patient. The result was not reported out of the laboratory. Repeat testing on the sample after treated with a hbt (heterophile blocking tube) produced a result within the normal reference range. Subsequent testing by another methodology produced a result below the normal reference range. It is unknown which result was determined to be correct. There was no effect to the patient treatment based on the erroneously elevated result.